Event description:
Facility hr dir stated that two nurse aides were lifting resident with sara 3000 lift without the use of leg restraints. During the lifting process, the resident slipped off the footboard and hung by the sling until able to lower. Resident incurred a fractured ankle as a result.

Manufacturer narrative:
Further info will be provided pending the conclusion of the MFR's investigation.